Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a female (age nos) who rec'd poly-l-lactic acid (sculptra), therapy date, and indication were not provided. Relevant medical history and concomitant medications were not reported. The pt reports she rec'd poly-l-lactic acid in her hands and presented with little balls that do not improve. No further info is expected for this case. Reporter's causality: not specified. Add'l info rec'd on 07-oct-08: the pt reported that the physician did some infiltrations as corrective treatment, without success. Per our affiliate, no further info is expected.